Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Customer¿s blood glucose level was 120 mg/dl.